Event description:
This report is being generated to alert you to the fact that different models of spacelab monitors have an "inability to latch" thus not alerting hospital staff to significant cardiac events during a pt's hospital course. Our organization has reached out to spacelabs on many different occasions and their best advice is to change our policy and require that nurses view their cardiac strip of a pt every 30 minutes to ensure that no adverse event occurred during that time. This change would compensate for the fact that the alarm quits alarming if the pt self corrects their cardiac issue. The same situation occurs with each of these spacelab monitors. The number next ot the make represents the number of monitors we have within our system. Pt monitors 90367-4, 91393-15, 91369-146, 91370-76, 91387-96, 91370-25, 91387-2, 90308-1, 90385-1: total 366. Telemetry transmitters 91343-09/41, 91347-09/28: total 69. Dates of use: (B)(6) 2012 - (B)(6) 2013.